Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced pump dimpling with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing pump was replaced with a new one. It was indicated that the surgery went well.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis underwent a thorough analysis. The pump was leak tested, visually and microscopically examined, and functionally tested. Analysis identified a hole resulting from wear in the device tubing. The damaged tubing was removed but the pump still did not pass functional testing. The hole identified via analysis and the pump malfunction likely caused or contributed to the clinical observations.

Event description:
It was reported that the pump of inflatable penile prosthesis (ipp) dimpled. A surgical procedure was performed in which the existing pump was replaced with a new one. It was indicated that the surgery went well.